Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose (bg) level was 600 mg/dl. The customer addressed their bg with a manual injection.